Event description:
It was reported that during a cadaver lab with a surgeon, the checkpoint pin broke off in the tibia of the specimen. The rep had to dig into the bone to recover the pin.

Manufacturer narrative:
H10. H3, h6: the device, intended to be used during treatment, was not returned for evaluation. Visual inspection of returned photo confirmed that the checkpoint pin was broken. Therefore, the reported product met manufacturing specifications prior to being released for distribution. A complaint history review was performed and found similar reports of the reported product problem. A relationship between the device and the reported issue was established. The checkpoint pin breakage due to mechanical component failure. Functional investigation was performed on tp0440 (the checkpoint engineering test protocol) and tr0440 (landmark verification points engineering test results) for an equivalent device and part number (pn 100879), and not the subject device of the complaint that occurred on 01/18/2014. It was found that the checkpoints are not durable enough and may be susceptible to fatigue failure, especially on repeated use on patients with dense bones. A factor that may cause this is if the user employs a prying action with the wrench to remove the checkpoint pin, especially if the user pulls the pin out linearly a few millimeters then uses a prying action, it employs greater stress on the weakest point of the checkpoint.